Event description:
It was reported the device longevity was less than two years. The device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. Additional information was later received indicating the patient required higher pacing output settings. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: actual longevity is < 80% of 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.